Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cec reported a non q wave myocardial infarction (target vessel) 3rd udmi spontaneous in the ramus.